Event description:
According to the reporter they have a bravo capsule which failed to attach. The customer has discarded the capsule and delivery system so they cannot be returned for evaluation. It was confirmed that there was no harm to the patient and a repeat procedure was successfully performed. Intervention required was the detached electrode was removed from the pharynx with rat tooth forceps.